Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Customer reported primary audible alarm. Tamper seals on bottom case and plunger assembly were broken. Device was cracked on lower right front corner of top case and damaged bottom case seal. Unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine the intermittent of the error, or who caused the problem. Replaced speaker for preventive. Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.